Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was dark. The issue occurred at the beginning of a therapeutic procedure. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was broken and there was a failure in the charged coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a component failures of light guide fiber, distal end of the video telescope and a unit spanning from the distal end to the main body let to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.